Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect by "a few minutes"; cause was unknown. Customer's blood glucose level ranged from 65 mg/dl to 531 mg/dl; cause of elevated bg was unknown. A manual injection was administered to address bg. Reportedly, the customer corrected the pump time to resolve the issue.